Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, the post balloon dilatation was performed with a 25 millimeter (mm) non-medtronic balloon (bard). A procedural delay resulted as the nose cone was difficult to remove and then the balloon dilatation was performed. Per the physician, some annular calcification extending into the left ventricular outflow tract (lvot) contributed to the infold.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 87.2mm with a perimeter derived diameter of 27.8mm suggesting a size 34mm evolut fx valve. The aortic valve appeared to be moderately calcified with some calcium extending to the annulus and left ventricular outflow track (lvot). The provided images confirmed that a fluoroscopic valve load inspection was performed with a good load. Evidence showed that the valve was recaptured at least one time because it migrated above the aortic annulus during the first deployment attempt. There was no evidence of an infold during the first deployment attempt. The subsequent deployment resulted in an infold, which was confirmed with the provided images. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Despite the presence of the infold, the valve was released, as confirmed by the provided images. Evidence showed that consequently, a post implant dilatation was perfo rmed which seemed to have almost completely resolved the infold, however evidence of a minor residual infold in the inflow of the valve. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no issues were observed during loading check. On first deployment of the valve, an infold was observed. The physicians recaptured the valve and redeployed, resulting in a much larger infold. The physicians were recommended to recapture, remove and replace the infolded valve. However, the physicians decided to fully deploy the valve and post-dilate. The valve was post-dilated with a 25mm balloon with success, as the infold was removed from the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-34 (lot: 0011957873); product type: 0195-heart valves product ID d-evolutfx-34 (lot: 0011956739); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.